Event description:
It was reported that the customer was admitted to the emergency room (ER) due to blood glucose (bg) levels of 60 mg/dl, due to settings needing adjusting. Customer address low bg with glucagon. Reportedly, the customer received lab work while in ER which resolved low bg. During troubleshooting with tandem technical support, a system check was preformed and confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.